Event description:
It was reported that the health care provider planned to explant the neurostimulator system due to complications and the system not working. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information received reported the implantable neurostimulator (ins) was removed because the patient had issues with it being around his belt line. While removing the ins, it was noted there was a lot of scar tissue that had to be debrided and the leads were cut and left in place. At a post-op appointment on (B)(6) 2012 the patient reported the discomfort due to placement had resolved and there were no post-op issues.

Event description:
Additional information received reported the physician contacted regarding this event had not seen the patient since (B)(6)-2006.

Manufacturer narrative:
Lead: model 3487a-33, serial #(B)(4), implanted: 2003 (B)(6), explanted: unknown. Extension: model 7495-51, serial #(B)(4), implanted: 1997 (B)(6), explanted: unknown. Programmer: model 7434-e, serial #(B)(4).